Event description:
Contralateral limb would not pop out and on retrieving the top cap when brought down the device buckled and had to convert to open. No part of the device remained inside the patient.

Manufacturer narrative:
(B)(4): buckling is not listed in the instructions for use. Event is still under investigation.